Manufacturer narrative:
An event of valve explant due to heart failure four years after valve implant was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, it appeared that two leaflets were torn away from one stent post. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2015, a 27mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted. Indications for explant were heart failure and patient symptoms of difficulty breathing. The valve was sent to pathology post-explant. A competitor's 25mm inspirs was successfully implanted. The patient is recovering.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2015, a 27 mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted. Indications for explant were heart failure and patient symptoms of difficulty breathing. The valve was sent to pathology post-explant. A competitor's 25 mm inspirs was successfully implanted. The patient is recovering.